Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the reported "helium leak", he performed a helium leak test and was able to isolate the problem to the seal at the helium yoke. There was a 3rd party seal of poor grade, to fix the issue he replaced with the correct seal and performed a leak test which passed the specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event report ed.